Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: after engaging the clip before insertion into the trocar, no clip is positioned when clipping the cystic duct/artery and vice versa , clip appears when not released. It was resolved by using [competitor device]. Additional information received from applied medical representative via email on 18mar26: no picture no video available. Clip fall out of the jaw. Clip was retrieved from the patient by using atraumatic forceps. No clip preloaded before the jaws were located completely around the vessel or structure to be ligated. The incident initially observed when the first clip was loaded. It occurred 2 ¿ 3 times. The clip was loaded and visible between the jaws of the device, and it was properly seated. A clip loaded into the jaws prior to the instrument¿s insertion through the trocar. The actuation completed by fully squeezing the trigger ¿plastic to plastic. No loaded clip manually removed from the jaws. The device was not actuated and reset. Clips fall out of the jaw and retained by atraumatic forceps. The trigger be easily and completely actuated. No resistance in trigger actuation. Intervention: used [competitor device]. Patient status: patient is ok.